Event description:
This report summarizes 1 malfunction events where a t1 line handpiece overheated. The patient experienced a minor burn, the outcome is unknown.

Manufacturer narrative:
We are awaiting the return of 1 device. This event is being submitted as part of vmsr. Only one event was received for this device during this quarter.